Manufacturer narrative:
Product analysis: report not confirmed. Evaluation could not reproduce the reported malfunction of over heating or tool not spinning. This regulatory report is being submitted due to a retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the during the acdf procedure the device was overheating and tool tip stopped spinning. It was reported that the patient alive was with no injury. The procedure was delayed by 10 mins and the procedure was completed with backup product(s).